Event description:
The foley was inserted in surgery during a davinci hysterectomy two months ago. The practitioner was unable to deflate the balloon with a syringe or by cutting the catheter. Urologist was called in to consult. The physician was unable to pass a wire through the balloon port. She poked a hole in the balloon through the vaginal wall, and then the catheter was removed.